Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/18/98).

Event description:
During insertion, the balloon was filled up with blood. On 5/15/98, the following was reported to datascope: the iab was removed and a seond iab was inserted into the pt. There was no pt injury or complication as a result of the event on 4/15/98. [Event complications]: none from the event-reported 5/12/98, 5/15/98. [Pt's current status]: ok-rpt'd 5/12/98.